Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atypical flutter, the farawave pulsed field ablation catheter was connected to the saline pressure bag, and the catheter would not maintain a consistent drip flush. Attempts were made to flush the catheter manually, but there was resistance. The catheter was replaced, and the procedure was completed. There were no patient complications. The catheter is not expected to be returned for analysis as it was disposed of.